Event description:
It was reported that the patient had a non-device related surgery and was not able to turn off the stimulator. The patient went back to the hospital days after the surgery due to excruciating pain. It was noted that the stimulator was not turning off and patient was getting stimulation in the stomach and legs. Troubleshooting was attempted to turn off the stimulation, however, it only caused shocking sensation and the ipg would not connect to a remote control or clinicians programmer. Computed tomography (CT) scan was taken and showed that the lead was on the left side. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).